Manufacturer narrative:
Medical device type: multiple device types, other device type it fpa. Common device name: multiple common device names, other common device name is intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® ultratouch¿ push button blood collection set was leaking blood from the tubing during blood collection. No report of serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer ultratouch push button blood collection set was leaking blood from the tubing during blood collection. No report of serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd vacutainer ultratouch push button blood collection set was leaking blood from the tubing during blood collection. No report of serious injury or medical intervention.

Manufacturer narrative:
Bd received a used sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for a cut in the tubing (approximately 3/4" from the non-patient end) with the incident lot was observed. However, bd was unable to determine the specific lot number from the incident sample as the packaging, which identified the lot number, was not received. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer sample, the customer¿s indicated failure mode for a cut in the tubing with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.